Event description:
A critical alarm due to motor stall, confirmed by (B)(6) was reported. Patient was feeling increased pain. Electromagnetic interference was ruled out causing the stall. It was later reported that the pump had stalled for (B)(6), per telemetry strips the date of stall was (B)(6) 2011. It was stated, "a sudden pump stoppage", cause unknown. Patient went through opioid withdrawal. The drugs delivered via the pump were hydromorphone, bupivacaine and clonidine. The device was replaced. There was no injury and the patient was not hospitalized because of the event.

Manufacturer narrative:
(B)(4).